Manufacturer narrative:
(B)(4). The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged occluded graft as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: adverse reactions potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion.

Event description:
It was reported through the results of a clinical trial, approximately 266 days post study conduit placement, the subject had thrombosis of vascular access and stenosis of vascular access, both moderate in intensity. Thrombectomy and percutaneous transluminal angioplasty (pta) were performed and the subject was dialyzed. The events were considered resolved and the subject was hospitalized overnight for observation. Approximately 267 days post study conduit placement the subject was discharged. New information reported that approximately eight days post hospital discharge, doppler ultrasound demonstrated the impression of small hematomas near the venous anastomosis. Approximately 325 days post study conduit placement, ultrasound imaging of the conduit demonstrated the impression of a pseudoaneurysm of the front wall of the conduit near the venous anastomosis. No further treatment was provided.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged occluded graft and formation of pseudoaneurysm as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: adverse reactions potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion.

Event description:
It was reported through the results of a clinical trial, approximately 266 days post study conduit placement, the subject had thrombosis of vascular access and stenosis of vascular access, both moderate in intensity. Thrombectomy and percutaneous transluminal angioplasty (pta) were performed and the subject was dialyzed. The events were considered resolved and the subject was hospitalized overnight for observation. Approximately 267 days post study conduit placement the subject was discharged. New information reported that approximately eight days post hospital discharge, doppler ultrasound demonstrated the impression of small hematomas near the venous anastomosis. Approximately 325 days post study conduit placement, ultrasound imaging of the conduit demonstrated the impression of a pseudoaneurysm of the front wall of the conduit near the venous anastomosis. No further treatment was provided.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged occluded graft as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: adverse reactions. Potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, approximately 266 days post study conduit placement, the subject had thrombosis of vascular access and stenosis of vascular access, both moderate in intensity. Thrombectomy and percutaneous transluminal angioplasty (pta) were performed and the subject was dialyzed. The events were considered resolved and the subject was hospitalized overnight for observation. Approximately 267 days post study conduit placement the subject was discharged.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged occluded graft as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, approximately 266 days post study conduit placement, the subject had thrombosis of vascular access and stenosis of vascular access, both moderate in intensity. Thrombectomy and percutaneous transluminal angioplasty (pta) were performed and the subject was dialyzed. The events were considered resolved and the subject was hospitalized overnight for observation. Approximately 267 days post study conduit placement the subject was discharged.